Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 38/43 alarm found on (B)(6) 2021. Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38/43 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (2) pump error 38 alarm in the pump history file/traces on (B)(6) 2021 at 3:39 pm and 4:06 pm and pump error 43 alarm on (B)(6) 2021 at 2:07 pm. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. Motor passed the motor test outside of the device. The force sensor measurement was within spec range (23.6mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Pump error 38/43 alarm was not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device.